Manufacturer narrative:
This report is for 3 unknown locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a non-union post tibial nail procedure. A revision was performed and included another tibial nail and a femur autograft. The procedure was successfully completed. This report is for 3 unknown locking screws. This is report number 2 of 2 for (B)(4).